Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit displayed maintenance required code#1. There was no patient involvement reported .

Manufacturer narrative:
Stm found that its transducers offset value after zeroing showed 56 & 63, the system showed maintenance required code #1. After a discussion with pts & as per service manual, all three transducers calibrated properly. Then, its atmospheric pressure came on 756, and then entered service diagnostics mode. After successful calibration of all transducers system comes on working mode. All functions checked properly & machine was handed over to the department in good working condition.